Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's wife reported via telephone call that the insulin pump alarmed for no delivery. During the manual prime, only one drop was noted. The caller removed the reservoir and noted a large air bubble. The insulin was stored at room temperature and the insulin pump was not rewound with the reservoir in place. These air bubbles did not persist after a set change. When the set was removed, the cannula was noted to be bent. The caller was advised on how to avoid bent cannulas with insertion. The reservoir was not returned for analysis.